Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate duration of time. No additional patient or event information was available. The customer declined assistance from tandem technical support, and indicated that tandem technical support would be contacted if the issue was not resolved. The customer did not contact tandem technical support regarding the alleged issue.